Event description:
During preparation for use, the haptic of this iol broke and could not be used. Another lens was used for the procedure.

Manufacturer narrative:
This form was completed by the manufacturer.